Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received cannula was missing. Customer also stated that the cannula was not fractured inside the body. Customer's blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle only the sensor.